Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the display had multi colored lines throughout. To fix the issue, the fse replaced the display assembly, but this only got rid of the lines and gave a white screen. The fse discovered that the display controller board had also been taken out with the faulty cable. The fse replaced the display control board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read barrett bartlett.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a faulty display. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6(device codes & evaluation method codes).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a faulty display. There was no patient involved and no adverse event was reported.